Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a procedure to explant two non-bsc lead this right atrial (ra) lead exhibited an increase in the impedance and high thresholds. It is suspected that this lead was damage during this procedure. No adverse patient effects were reported.